Event description:
It was reported by the customer "the statlocks are breaking at the connection on the a-lines." No other information was provided. It was reported this occurred with six devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "the statlocks are breaking at the connection on the a-lines." Additional information received on 5 july 2023: customer reports the patient did experience blood lose. Information on whether the blood loss caused complications, patient symptoms, or required treatment was requested but not provided. It was reported this occurred with six devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a statlock extension tubing break is inconclusive due to poor sample condition. One photo sample of a statlock arterial plus kit was provided for evaluation. The statlock and extension set tubing were visible in the image. A red box is drawn over the proximal end of the extension tubing at the interface with the luer hub. No apparent damage could be observed from the image provided. Since a break in the connection could not be observed from the image provided, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported by the customer "the statlocks are breaking at the connection on the a-lines." Additional information received on 5 july 2023: customer reports the patient did experience blood lose. Information on whether the blood loss caused complications, patient symptoms, or required treatment was requested but not provided. It was reported this occurred with six devices. This report addresses the first device.